Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user forgot to announce a breakfast meal and subsequently experienced elevated blood glucose, after which they were advised not to announce the meal since more than 30 minutes had elapsed and to allow the system¿s correction to bring glucose back into range. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education regarding missed meal announcements and reliance on automated correction. Investigation of this case revealed no device malfunction and no component issue, with the event attributable to a missed meal announcement and expected automated correction behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.